Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trending summary: even though there was 1 complaint of a020501 - difficult to open or remove packaging material for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. Review of all complaints of a020501 - difficult to open or remove packaging material for the period of jan/2022 through dec/2023 related to date opened indicates that 2 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a020501 - difficult to open or remove packaging material¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a020501 - difficult to open or remove packaging material complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "the packing would not come out of the outer", issue with tyvek packaging.

Event description:
Sales representative reported a right side "the packing would not come out of the outer." Device was implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: unable to observe through photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Sales representative reported a right side "the packing would not come out of the outer." Device was implanted.